Manufacturer narrative:
Concomitant medical products: 6949-65, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead was cut during cardiac open heart surgery. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had dislodged during cardiac open heart surgery. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.